Manufacturer narrative:
(B)(4). Photographic analysis: one picture was provided. Picture received shows a device over a blister with the manual override up. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a gastric bypass procedure, after fired, found the blade could not be returned. At last, used manual override lever to open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.